Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Eval summary: emergency room records noted that the pt dislocated getting into their truck. It is likely that the pt's hip was flexed while turned inward while getting into the truck which caused the dislocation. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. W/o more info, a definitive root cause for the event described cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.